Event description:
A caller reported a tandem mobi cartridge alarm during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The caller successfully followed instructions to remove the cartridge and deliver a 9-unit bolus, with a confirmation that it completed successfully. The caller was then able to reload the original cartridge and resume insulin therapy, resolving the issue.